Event description:
The facility reports, the resident was done bathing, sitting in the chair, and went rigid. She slid out of the chair, under the strap, and fell onto the tile floor. The chair was in the lower position. They took her back to her room. The resident was not complaining of any pain. The next day, she started to complain of hip pain. They took her to the hosp where she was diagnosed with a broken hip.

Manufacturer narrative:
An arjo investigator inspected the chair and seat belt. The chair was reported to have some hairline cracks and the belt was frayed, but all was operational. There was no center strap installed on this chair. It was not reported as to how the pt was strapped into the chair (i.e. How the belt was routed around the pt and chair). Based on the info provided, the MFR concludes the belt was either routed incorrectly for the size of the pt (straight across in front of the pt), or the belt was not adjusted tightly enough and allowed enough room for the pt to slip under the belt. It is recommended the center strap be installed on all seats at this facility.